Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via email that a patient returned to the operating room for the removal of surgical hardware due to complications following an arthroscopic acl reconstruction performed approximately 6¿8 weeks ago. According to the surgeon, the patient had been recovering well until two weeks ago when drainage was noted from the tibial incision. In response, the patient underwent an operative knee washout, though no hardware was removed at that time. Following continued complaints of recurrent tibial drainage after the washout, the patient returned to the operating room on (B)(6) 2025. During the procedure, the ar-2324psl 4.75 peek-swivelock c, was fully removed from the tibia, along with the distal portion of the internalbrace suture. The implant was sent out for a culture. No further information was provided. Additional information was received on 4/24/2025: the original surgery took place on (B)(6) 2025. Both procedures were performed by the same surgeon. The infection identified was mssa. Additional information received on 5/16/2025: during the revision surgery, only the ar-2324pslc and a small portion of the ar-1588btb-ib tightrope ii btb, reconstruction with internalbrace suture that was in the tibia were removed. No further information was provided.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.